Event description:
While performing abd blood type grouping on the provue instrument, customer noticed that the ocd affirmagen a1 red cell reagent product vial appeared to have twice the volume as the affirmagen b red cell vial. No death or serious injury was associated with this incident.